Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in coaguchek s system 2 (lot number 885ac7, expiration date 12/31/2010). (B)(6).

Event description:
Caller tested 4.1 inr on coaguchek s system 1 and 4.7 inr on coaguchek s system 2 while a comparison lab returned as 2.9 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.